Event description:
It was reported that oversensing, noise as well as non sustained ventricular tachycardia episodes were observed on the right ventricular (rv) lead. Pocket manipulation was not successful in re-creating noise. Programming changes were made. The patient was stable and unaware of the lead noise.